Event description:
Per the clinic, the patient experienced an infection and exposure of the implant. Treatment with topical antibiotics were unsuccessful, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020. The patient was reimplanted with another cochlear device during the same surgery.